Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was wrestling when the pump touch screen became shattered and the top left of the screen unresponsive. Customer's blood glucose was 200 mg/dl. Reportedly, continued to use current pump for insulin therapy and also have manual injections available.